Event description:
It was reported when using the pyxis medstation es system was not communicating and went offline. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a disconnected network cable. A field service engineer tested multiple network jacks and successfully identified one that established a connection. Upon launching the application, the system was connected. Remote support services confirmed that the system was online. The system functioned as intended after the field service engineer troubleshooted the device.